Event description:
It was reported that the patient¿s therapy stopped working 10 days after the device was implanted. The patient had a loss of therapeutic effect. The patient had reprogramming twice, but it had not helped. The patient was attempting to schedule time with a company representative. It was further reported that the patient was advised to schedule an appointment with a provider. It was further reported that the patient will probably need a revision due to a fall. Additional information was requested, if received, a follow up will be sent.

Event description:
Further follow up information received reported that the patient still had concerns with their implantable neurostimulator (ins) therapy but was working with their doctor and the manufacturer¿s representative. It was noted that this was the patient¿s second surgery. An appointment of (B)(6), 2013 was noted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va062d8, implanted: (B)(6) 2013: product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the cause of the event was that when the patient fell, she dislodged the lead. Fluoroscopy was done which showed that the lead moved from the s3 nerve. There were no abnormal impedances reported. A replacement occurred on (B)(6) 2013. Reprogramming was done on (B)(6) 2013. The patient was not hospitalized for the event and no injuries were noted.

Event description:
Additional information stated reprogramming was done on (B)(6) 2013. Symptoms included pain, increased urgency and increased frequency. No hospitalization was required and no injury was reported.

Manufacturer narrative:
Concomitant product: product ID: 3889-33, lot# va062d8, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Further follow up information received from the healthcare professional (hcp) reported that cause of the event was unknown but it was noted that the patient thought they bent forward too quickly shortly after implant. It was reported that impedances of >4000 ohms were seen on 3 circuits. Reprogramming was performed on (B)(6) 2013 and (B)(6) 2013 with no improvement. It was confirmed that the implantable neurostimulator (ins) and lead component were replaced on (B)(6) 2013. It was reported that hospitalization was not required for the event. The patient outcome was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.